Event description:
On (B)(4) 2012, customer reported that the lx20 pro instrument was experiencing reagent carousel temperature errors (currently 17 degrees), peltier low current errors and fan 8 errors. Customer also stated that they saw smoke coming from the instrument. Customer stated that one in the lab needed medical attention and the fire department was not contacted. Customer technical support (cts) advised the customer to repeat the samples that were run prior to the problem and call back if there were any erroneous results generated. The customer agreed to do this and did not call back to report any erroneous samples. Customer was also advised to unload the reagent on the cartridge chemistry side and power down the instrument. Field service engineer (fse) inspected the instrument and found that the peltier fan errors were due to broken fan blades. Fse replaced all fans, cleaned both peltiers and drivers, vacuumed behind the filters and rebooted the instrument. Fse stated that the temperature came down within range. This resolved the issues and no further issues were reported.

Manufacturer narrative:
(B)(4).